Event description:
Pharmacy reported that one shelf carton missing the information of lot number, production date, expiration date. Material code 329501, as the shelf carton was not opened to check the information on tear drop label, there was no lot number could be provided. There's one photo, physical sample has returned to xx distributor, no customer response is needed. Customer requested to exchange one box of needles. Sample availability: yes sample availability details: picture/video only.

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.